Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient was having a catheter revision on (B)(6) 2021. Additional information received from a healthcare provider via a manufacture representative reported the catheter had a leak at the anchor site at the spine. The cause of the leak was unknown. A new 8732 spinal segment was implanted and the old catheter was discarded.